Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a low blood glucose (bg) event on (B)(6) 2025 while asleep and eventually the patient was hospitalized due to low blood glucose. The blood glucose level was 31 mg/dl at the time of event and the patient got treated with intravenous glucose. The patient was in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.